Event description:
The patient was being transferred from her chair to the bed. When the cna turned her legs into the bed, the patient allegedly complained and the cna noticed blood from her left calf.

Manufacturer narrative:
Resident reportedly was being transferred from their chair to the bed. During this transfer, the patients leg was inadvertently cut and manufacturer received information on (B)(4) 2007 that cut had required stitches. Documentation from complaint record of event indicates a technician had inspected the device and found no problems with the device. Transfer error likely. MDR filed as a conservative measure.